Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73k1600535 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler did not work properly, the staples spread. The patient's condition was reported as unknown at this time.